Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. The customer's blood glucose level was 375 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.